Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-jun-2024, it was reported that the patient faced insulin set got leaks after a day or two days sometimes patient had no leaks but later had constant leaking. No further information available.